Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen sustained a fracture after the device was dropped, rendering the screen unusable and causing trouble using the device; the affected component was the touchscreen, and the serial number provided was (B)(6). Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed a stress-related damage mechanism consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.